Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr416hm optiflow junior 2 home nasal cannula was found detached. There was no reported patient consequences.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(6). Method: the subject device, ojr416hm optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is based on the analysis of the information provided by the healthcare facility, and our knowledge of the product. Results: a healthcare facility in germany reported that the tubing of an ojr416hm optiflow junior 2 nasal cannula got detached from the cannula. Conclusion: without the complaint device or a photo of the reported fault we are unable to determine the exact cause of the reported event. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions which accompany the ojr416hm optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr416hm optiflow junior 2 home nasal cannula was found detached. There was no reported patient consequences.